Event description:
Hcp reported sudden return of spasticity and unable to aspirate catheter. An indium study of the pump was done. The patient overdosed several hours later. The patient was treated with physostigmine and the patient recovered. In the operating room the pump and catheter were evaluated and hcp suspects kink. The device explant status in unknown.